Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at his ipg site due to weight loss. As a result, the patient underwent surgical intervention. During the procedure, the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.